Event description:
A consumer reported via (B)(4) that she had essure inserted and that she had to undergo a full hysterectomy after essure "tore through her internal organs, abscessed and caused sepsis."

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.